Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting misaligned markers in an atrial fibrillation episode following a telemetry session. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.